Manufacturer narrative:
The product was not returned. Product history records were reviewed documentation indicated the product met release criteria. A root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and a refractive surprise. The iol was exchanged for another lens three months following the initial implantation. Additional information has been requested.